Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient had stopped using their scs system for over a year, and in turn the ipg had become inoperable. The patient underwent surgical intervention to replace their ipg. Stimulation therapy was restored postoperatively.